Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2019 for a verify enhanced advanced evaluation (ae) for urge incontinence and urgency frequency. It was reported that the trial patient was groggy after the procedure. They also stated that they had urinary retention and that their doctor was aware of the issue. The patient indicated that the retention really bothered them. The patient had not tracked how many times they leaded because they couldn¿t tell when they leaked. It was unknown if there were any environmental/external/patient factors that may have led to the issue. It was unknown if there were any interventions/ actions taken to resolve the issue. It was unknown if the issue was resolved at the time of report. Additional information received on jun. 22, 2019 reported that the trial patient increased the stimulation with the programmer from 0.5 to 0.7 because they were voiding more than before. It was advised they contact their clinician for the issue. It was unknown if there were any environmental/external/patient factors that may have led to the issue. It was unknown if there were any interventions/actions taken to resolve the issue. It was unknown if the issue was resolved at the time of report. It was unknown if any surgical intervention had occurred or if any were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.